Event description:
Caller reported blood glucose results of 314 mg/dl on mobile system, 156 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.